Event description:
The patient was implanted with two leads with the same lot number. It was reported the patient underwent a lead revision where the leads were replaced due to migration. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.